Manufacturer narrative:
The device log file provided basis for the investigation. It could be confirmed that the device rebooted on (B)(6) 2017. The logged entries indicate that the internal device software detected that the airway pressure has been excessively above the set alarm limit paw-high for too long, even though the excessive airway pressure has already been reduced by the safety valves. This condition resulted in the reported reboots in order to reduce potential high airway pressure. In this case the emergency-breathing valve is open allowing spontaneous breathing and the device gerates an audible alarm. After a successful reboot, the device continues ventilating the patient with the previous settings. The device was equipped with an older software version. Software that improves the device behavior is available since october 2010.

Event description:
It was reported that: the evita xl rebooted twice while on patient. The ventilator was removed from use. No reported patient injury.